Event description:
Manufacturer's employee reported a pump volume discrepancy at refill. The expected volume was 8cc and the actual volume aspirated was 2cc. Both rotor study and a catheter x-ray were performed with unk results. No further info can be obtained.